Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: successful removal of a gunther tulip vena cava filter with wall-embedded hook and migration during a retrieval attempt. Yamagami et al, 2013. Acta radiol short rep. 2013 feb 28;2(1):2047981613478010. Doi: 10.1177/2047981613478010. Ecollection 2013. D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according article: tulip filter was positioned at the suprarenal ivc through the right jugular vein due to the location of the thrombus. A medical check-up revealed a thrombus in the ivc and therefore, a tulip filter was prophylactically implanted to prevent development of a pe by movement of the released thrombus. Because the top of the thrombus distributed in the ivc just below the level of the renal veins, the filter was positioned at the suprarenal ivc through the right jugular vein. 18 days later a CT scan revealed improvement thus retrieval of the filter was attempted. At first, standard method of retrieval was used but the attempt was impossible in spite of perseverance. The filter had become slightly tilted from the position of implantation hence the hook had attached to one side wall and could not be snared. Another method was attempted which led the hook to be released from the wall and the filter to move. When they attempted to advance the vascular sheath over the filter, the filter was immediately observed to be floating up the ivc and moving into the right atrium. A strut was quickly grasped and through this maneuver further migration of the filter was prevented. Finally, another retrieval set was inserted from the left jugular vein, the hook of the filter was successfully grasped and the filter retrieved. Patient outcome: the patient experienced transient arrhythmia and mild back pain but no serious complication occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on article and image review. The tulip filter which was placed in a suprarenal location 18 days prior to the attempted retrieval. Standard techniques were unsuccessful in engaging the hook of the ivc filter. The report states the filter had ¿become slightly tilted from the position of implantation¿, however, the images at the time of implantation were not available for review. A standard glidewire loop snare was created through the cone of the filter and used to dislodge the hook of the ivc filter from the caval wall. After dislodging the filter started to move cranially and migrated into the right atrium, but was successfully engaged and removed from there. Without the original placement images, it is not possible to speculate if the filter was indeed placed centered within the suprarenal ivc, or if there was an intrinsic tilt from the initial time of placement, or if it truly developed over time. However, the suprarenal ivc is typically a larger diameter and probably greater than the IFU recommended diameter of 30mm, which may have contributed to the migration of the ivc filter once dislodged from the caval wall. Meter of 30 mm. Several different approaches could¿ve avoided the situation entirely. If the retrieval sheath was upsized in the beginning to a 14 or 16 french sheath, while utilizing a glidewire loop snare technique, the filter could be captured using the glidewire loop snare into a larger sheath and not just used to dislodge the filter from the wall of the ivc. Additionally, instead of a standard glidewire loop snare technique, a ¿hangman¿s technique¿ has been described for this exact situation to allow engagement of the hook of the filter. IFU: the product is intended for filtration of inferior vena cava (ivc) blood to prevent pe. No evidence to suggest that this devicer was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.